Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found upon visual inspection. The sheath was evaluated for leak and aspiration performance to be able to successfully perform as intended, and no defects or abnormalities were identified to support this allegation. Removal of the handle cap to inspect the internal components did not find any abnormalities or defects to support the allegation. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that the sheath could not be aspirated after it was inserted into the patient. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was inserted for use during the transseptal puncture, but it could not be aspirated. The sheath did not have the dilator or guidewire inserted and was not in contact with any tissue at the time. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the sheath could not be aspirated after it was inserted into the patient. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was inserted for use during the transseptal puncture, but it could not be aspirated. The sheath did not have the dilator or guidewire inserted and was not in contact with any tissue at the time. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.